Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system portrays an error message. Door open when the system door is closed. No other additional information or troubleshooting steps performed at the time of the call. There was no patient involvement.

Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. B17, c20, d15, g07001 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found the upper door switch broken. Replaced the switch and properly aligned new switch. System is operational at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the upper door switch was defective.